Manufacturer narrative:
A sample device was not returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following intraocular lens (iol) implantation, the iol rotated and appeared to be of wrong power. Refractive outcome was off. Iol placed at 163 and 2 weeks post visit it rotated to 45 degrees. Patient reports initially decent vision but slightly myopic and over a two week period vision deteriorated with high astigmatism present on refraction. Additional information was requested.